Event description:
It was reported the patient presented for implant procedure. During surgery, excessive force was applied to the atrial leadless pacemaker (lp) resulting in a stretched helix. A different lp was used to complete the procedure. There were no patient consequences.